Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the huber 20 ga x 1 1/2 " is inserted into the port and when let go, "pops out". No other information was provided at time of report.